Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, the valve was deployed at 2mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). The patient arrested after final deployment and it was confirmed that there was no flow to the left coronary artery (lca). Cardiopulmonary bypass (cpb) was initiated and the valve was snared above the sino tubular junction (stj). The heart recovered and cpb was stopped. A 26mm transcatheter bioprosthetic valve was deployed a little deeper to prevent coronary occlusion. Following implant, the patient was awake and could follow commands. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was noted that the second valve that was placed was a smaller valve which may indicate that the issue was related to patient anatomy issues. Unfortunately, without angios/cines for review, we are unable to conclusively determine the cause for this event. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.